Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3248 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redr3248 ) have been reported from the same facility in (B)(4).

Event description:
It was reported that when placing the catheter, the connector was unable to be engaged with the catheter firmly. The two were separated just with a gentle pull. No other information provided. It was reported this occurred with two devices. This report addresses the second device.